Manufacturer narrative:
(B)(4). Updated: device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the stent struts were noted to be protruding/sticking out when the device was being unpacked. The device was not used on the patient. The procedure was completed with a different stent.

Manufacturer narrative:
(B)(4) relatrs to (B)(4). Device evaluated by MFR. The device was not returned to the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent struts were protruding.